Event description:
It was reported that the patient experienced atrophy and recurring incontinence with this artificial urinary sphincter (aus). The physician believes the location and compression from the cuff caused the atrophy; therefore, a surgical procedure was performed during which the cuff was replaced in a bigger size and placed in a more proximal location. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.